Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se did not observe any offsets at stop flow. The se also verified all cables and connectors. No issues were observed. The device completed all testing successfully. Furthermore, device data was reviewed by a member of the clinical staff. No device issue was identified.

Event description:
It was reported that the device user (du) requested support regarding message code 390 (low hepatic artery flow). The perfusion had been in progress for approximately 8 hours and 30 minutes at the time. The liver was in the recipient operating room (or) with a plan to come off the metra within a few hours. The du indicated that they had already repositioned the liver, but this had no effect on hepatic artery flow. The clinical specialist (cs) requested that the du plot data logs for hepatic artery flow and inferior vena cava (ivc) flow. It was suggested that a bolus of epoprostenol could be administered from the infusion driver by turning the black knob. It was recommended that the du manipulate and reposition the liver and artery cannula for improved flow.